Event description:
Caller reportedly received the following results on a compact meter, compared to a professional meter, within 10 minutes: 412 mg/dl (compact) and 134 mg/dl (doctor's meter). With the same compact meter, he allegedly received the following results within 10 minutes: 300 mg/dl (patient's compact meter) and 112 mg/dl (his neighbor's compact meter). The serial number for the neighbor's meter and the lot number for the neighbor's strips was not available. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.